Manufacturer narrative:
There was no death, or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn: (B)(4) electrode belt sn: (B)(4) have not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The software flag files revealed a shock occurred during the time in question and the response buttons were not depressed. Review of the ECG strip showed that at the time of the shocks the patient's rhythm was af with rvr above the patient's physician prescribed treatment threshold. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information, which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were pressed after the fifth treatment was delivered. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af with rvr. The rapid rate satisfied the rate detector of the detection algorithm. The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a09_revfi) to the reported problem. The factors are: rate exceeds programmed threshold; ECG morphology change; patient error: did not follow training or respond to ifus, alarms, voice prompts. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) ((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
U.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of five shocks. The patient was reportedly conscious, and was feeling dizzy prior to the event. Atrial fibrillation (af) with rapid ventricular response (rvr) contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed after the fifth treatment was delivered. The response buttons functioned appropriately. The patient was taken to the hospital after the event and has ended use of the lifevest while admitted to the ICU. There was no death, or device malfunction associated with the inappropriate defibrillation event.